Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the ccd module defective, u/d pulley wire rupture, r/l pulley wire rupture, suction channel buckled. Based on the result, we concluded that it was caused due to the ccd module defective; however, other failures are not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.